Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition, and increased impedance measurements which were not out of range. It was noted that the noise had the appearance of minute ventilation (mv) signal oversensing. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service.